Manufacturer narrative:
(B)(4). Results: arterial/vessel occlusion; type ii endoleak, moderate tortuosity in the iliac arteries. Conclusion: type ii endoleak, moderate tortuosity in the iliac arteries.

Event description:
An endurant abdominal stent graft system was implanted in a patient approximately 10 months ago for the endovascular treatment of a 5.6 cm diameter right iliac aneurysm. The aneurysm was fusiform. The right and left iliac arteries had moderate tortuosity. It was reported that prior to discharge a CT was done with evidence of a type ii endoleak coming from the ima. This was left uncorrected. It was reported that 6 months later a CT was done that showed that the aneurysm remained at 5.6 cm in diameter and that there was stent graft stenosis in the left iliac artery. It was reported that 2 months ago an angioplasty and implantation of another manufacturer's stent graft was performed and the occlusion was resolved. The investigator assessment states that the event is not related to the device or the procedure. No additional clinical sequelae were reported and the patient has recovered.